Event description:
It was reported by the end-user that the left head tube is stripped and the fork will no longer stay attached to the chair. No patient injjury reported, no additional information provided.